Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2022, the surgeon was trying to tighten down the sternal zip fix but the tensioning device wasn¿t functioning properly. Another instrument was used. Procedure was completed successfully with a surgical delay of 2 minutes. The patient outcome is stable. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: photo investigation: visual analysis of the photo revealed that there was no damage or defects with the application instrument for snal zipfix. H3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported was trying to tighten down the sternal zip fix but the tensioning device ( 03.501. 080 ) wasn¿t functioning properly. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is test ok. The item passed synthes final inspection on 20-july-2022 and will be returned to the customer upon completion of the service and repair process. Reason for repair is lube/oil/clean the evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h6: a device history record (DHR) review was conducted: product code 03.501.080. Lot number 5l14847. Manufacturing site: hägendorf. Release to warehouse date: 08 jul 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.